Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a cracked female port on the ivf port of pca tubing during an infusion. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a cracked female luer was confirmed. Visual inspection showed that the female luer had a vertical hair line crack measuring 0.589 inches long. The female luer was inspected under magnification; no stress marks were observed. Functional testing was performed; a leak was observed as fluid flowed through the crack. The cause of the leak was a cracked female luer. The cause of the crack was not determined.